Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case failed testing. The meter was found to have capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a capacitor failure. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed. 510 (k) # is k053529.

Event description:
It was reported that during a vats small thoracotomy procedure, a metallic sound was heard during use. When the device was activated after it was removed from the patient's body, the blade was broken off. No pieces were left inside the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device.

Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra2 meter has a power issue (battery indicator message). The patient's diabetes is managed with self adjusting insulin. According to the patient, the battery indicator message began a month ago at 7 pm, prior to contacting lfs. Approximately 5-6 hours later, the patient reportedly developed symptom of "blurred vision." The patient denied seeking any medical intervention at the time of concern. Approximately 3 weeks ago, the patient increased his insulin regimen by 5 units. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, power issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that can be suggestive of acute complication of diabetes after the power issue began.